Manufacturer narrative:
Pump was received with broken reservoir tube lip and cracked case at display window corner. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked. Customer does not know how damage occurred. Customer's blood glucose was 195 mg/dl. Customer was advised that insulin pump would need to be replaced.